Event description:
Consumer alleges he was driving up a ramp to his utility bldg. When he was just inside the doorway the scooter allegedly shot forward, stood up and allegedly knocked him out of the door with the scooter allegedly landing on his chest.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges he was driving up a ramp to his utility bldg. When he was just inside the doorway the scooter allegedly shot forward, stood up and allegedly knocked him out of the door with the scooter allegedly landing on his chest.

Manufacturer narrative:
The alleged inadvertent movement could not be duplicated.